Event description:
It was reported that the ventilator had no volume or pressure and the turbine was inop with an audible alarm. The reported problem occurred during testing and the ventilator was not connected to a patient.

Manufacturer narrative:
Na